Event description:
Siemens wireless foot switch had internal failure. Facility was not informed of a back up to this preventable event. When the wireless foot switch malfunctions you must have another one on standby. Facility thought we still had hard wire foot switch capability for back up. This is not possible according to siemens. Even though there is a plug to plug in a wired foot switch, it is not able to function. Had to either abort procedure (patient was on the operating room table) or bring in a portable c-arm to continue procedure.